Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when cutting the rectum during a laparoscopic rectal cancer resection, the first staple fired but did not fire the second time. The surgeon had to hand stitch to complete the case.